Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery . On (B)(6) 2016, the surgeon confirmed x-ray and found that the screw head was broken off. Therefore, the surgeon is planning a revision surgery on (B)(6) 2016. It's being fixed in (B)(6) 2015 from a upper thoracic vertebra to the mid lumber vertebra, but the implants isn't connected with fixing in 2013.

Manufacturer narrative:
Method: risk assesment. Result: the customer reported event was not confirmed as the device was not received back for inspection. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: these implants are meant to provide fixation and some temporary support during fusion of the vertebrae. It was stated that the implants were implanted in 2013, and that the patient did not fuse, meaning the construct was tasked with bearing the load of the spine for this prolonged amount of time.

Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery . On (B)(6) 2016, the surgeon confirmed x-ray and found that the screw head was broken off. Therefore, the surgeon is planning a revision surgery on (B)(6) 2016. It's being fixed in (B)(6) 2015 from a upper thoracic vertebra to the mid lumber vertebra, but the implants isn't connected with fixing in 2013.